Event description:
The customer states during set up unit does not go into standby mode when prompted, air inlet filter is very dirty. The customer reported that the unit was not in use on patient. The issue was discovered during setup for patient use. The customer contacted product support and was advised to run flow accuracy tests in performance verification test (pvt) and if failed replace flow sensor assembly to correct issue. Product support provided part flow sensor assembly, air and o2 1058898, 989805617141. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer called back to advise that the flow sensor assembly was replaced, and the unit is now staying in standby when prompted. The customer will continue with testing, but the issue is considered resolved.